Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.

Event description:
In 2008, the healthcare professional/reporter, a diabetes nurse contacted lifescan (lfs) alleging the one touch ultra meter was set to the incorrect unit of measure, mg/dl. The technical service representative (tsr) contacted the pt to obtain and verify info: however, was unable to contact him by telephone. The tsr mailed a letter requesting the pt contact customer service. For an unspecified time period, the reported meter was set to the incorrect unit of measure, mg/dl. On an unspecified date, the pt obtained 'high readings', experienced the symptoms of 'feeling unwell', and took himself to the hospital. The pt was admitted to the hospital, with a diagnosis of diabetes ketoacidosis (dka). It would have been helpful to determine for how long the meter was set to the mg/dl unit of measure, how the pt interpreted his blood glucose readings in the mg/dl unit of measure, the patient's specific readings, his specific symptoms, his diabetes medication regimen, if the pt made any adjustments to his medication doses based on misinterpreted meter readings, the patient's blood glucose readings as tested in the hospital, his treatment, and his expected blood glucose readings. This complaint is being reported because the reporter alleged the pt became hyperglycemic after using the reported lfs product, requiring admission to the hospital with a diagnosis of dka. There is no further info regarding the patient's meter readings, how he interpreted the readings in the mg/dl, unit of measure, his exact medication doses and timings for the meter readings obtained prior to the injury.